Event description:
It was reported to boston scientific corporation that an exalt model b scope was used on a bronchoscopy for diagnostic purposes on (B)(6) 2023. During the procedure, the screen went black. The scope was unplugged and plugged back in but visualization could not be regained. The procedure was successfully completed using another exalt model b scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.